Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the heart rate values kept showing 156 on the monitor. No consequences or impact to the patient were reported.

Event description:
The customer reported the heart rate values kept showing 156 on the monitor. No consequences or impact to the patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.